Event description:
According to the reporter, during the procedure, the device had malformed staples which resulted in over 600cc of blood loss. In order to complete the procedure, the physician had to oversew the bleeding staple line. The stapler was used to staple and divide part of the mesentery of the appendix during an appendectomy. The tissue is fatty and but usually these staplers handle it nicely. At release of the device, the staple lines on the divided tissue did not hold the tissue together. The patient is fine and was discharged.

Event description:
Per additional information received, the patient status is good and the patient has been discharged. Procedure: laparoscopic appendectomy. The device was being applied to the mesentery at the time of the issue.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.